Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2025. Investigation summary: bd received 1 photo and 6 samples for investigation. The customer photo shows the device packaging but does not show the reported defect. Functional tests were conducted on the 6 customer samples to assess holes in the tubing and leakage, and all samples passed without any evidence of defects or leakage. Additionally, 30 retained samples were subjected to functional tests to assess holes in the tubing and leakage, and all samples passed without any evidence of defects or leakage. Furthermore, these 30 retained samples underwent additional functional tests for retraction lockout, and all samples passed as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hole in tubing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the device had a hole in the tubing causing blood leak everywhere. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the device had a hole in the tubing causing blood leak everywhere. There was no health impact or consequence reported.